Manufacturer narrative:
Additional information has been received which was not included with the initial report. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer stated the insulin pump was not working anymore and it alarmed prime. The customer had low blood glucose 44mg/dl. The customer had a lot of sugar, felt weak and lay down, but feels fine now. The customer's current blood glucose was 171mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level dropped to 44 mg/dl on (B)(6) 2015 and the ambulance came. When the customer pressed the act button on the insulin pump for insulin to come out, the drive support cap came out. The customer pressed the cap while being connected to the insulin pump. Customer received insulin that they did not need and went to the hospital because they were not feeling well. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The passed off no power test, self-test, and displacement test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to complete functional test due to prime alarm. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing endcap sticker.